Manufacturer narrative:
The reported event of high impedances was confirmed. Microscopic inspection of the lead revealed all wires were broken at 23.0cm distal to the stimulation end. The broken wires are consistent with an overstress condition the lead was subjected to while in vivo.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2024-00777; related manufacturer reference number: 3006705815-2024-00778. It was reported that the patient did not charge their ipg as recommended and the ipg became unable to communicate with external devices. Both of patients leads had high impedances and one of the leads were fractured. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein the ipg and both leads were explanted and replaced to address the issue.